Event description:
I was asked by patient's bedside nurse to come assess a PICC [peripherally inserted central catheter] that looked like it was leaking. I flushed the red lumen and noted that a lot of fluid was coming out from under the dressing with each flush. I suspected a hole in the line, so I asked the nurse to have it removed and given to me to inspect after removal. After the PICC was removed, I flushed the red lumen out and noted substantial leaking coming from a split along the length of the line around the 0cm mark. The 0cm mark was left outside of the body during placement. No leaking was seen coming from the purple lumen. The 0cm mark was underneath the securacath. The patient noted that the PICC was leaking periodically at home when used (presumably when pt was using the red lumen for antibiotics). There is no way to know how much antibiotic the patient actually received due to the leaking, so this hospital stay could potentially be due to receiving inadequate amounts of antibiotic due to the PICC line failure.